Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Reportedly, the control iq software did not accurately adjust insulin as intended. Tandem technical support (cts) reviewed pump data and verified that the control iq software functioned as intended, however, customer maintained that the control iq software did not function as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Customer consumed carbohydrates to address bg.